Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpackaging the xience prox 3.5 x 23 mm, it was noted that the stent separated from the balloon. The device was not used on the patient. There was no adverse patient effect reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was unable to be confirmed however, there was noted stent damages. Due to the extent of the damage (bent, stretched) noted to the stent, it is unlikely that the protective sheath would have fit over the damage, therefore, the damages noted were not a pre-existing condition. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal resulted in the reported stent dislodgement/ noted bent and stretched stent damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.